Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not detect a shockable rhythm on a defibrillator testing device. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was able to verify the reported issue. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not detect a shockable rhythm on a defibrillator testing device. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.